Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2012. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.